Event description:
Revision hip surgery required for a broken exeter stem. Surgeon stated that the implant fractured due to failed impaction grafting.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.